Event description:
It was reported that the robotic assisted saw interface device had issues and were defective. During an in house engineering evaluation, it was determined that the device had undesired movement/play between the saw interface clamp and the saw interface itself. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: unknown at this time. Investigation summary: the actual device was returned for evaluation. Visual analysis found no significant damage or visual defects with the sasi. All of the electrical ports were clear and no defects on the electrical pins were observed. The overall appearance of the device shows signs of normal wear. Functional test was performed and revealed undesired movement and play between the sasi clamp and sasi itself, but not between the saw-sasi clamp mechanism and the saw. The overall complaint was confirmed as the observed condition of the velys saw interface right would have contributed to the complained device issue. The assignable root cause for this issue related to the movement/play is related to a design issue and has been escalated to a CAPA.